Manufacturer narrative:
Medwatch sent to the FDA on (B)(4) 2013. Device labeling: undesirable effects. The pt must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. Induration or nodules at the injection site. Pts must report inflammatory reactions which persist for more than a week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should treat these as appropriate.

Event description:
Healthcare professional reported 12 hours after injection in the nasolabial folds with juvederm ultra plus xc, pt developed "edema, erythema, induration, pain and local heat". Pt has rec'd "manual lymphatic drainage massage" 3 times, the first treatment starting the day after the juvederm ultra plus xc injection; healthcare professional identified treatment provided as required intervention to prevent permanent impairment/damage.